Event description:
It was reported " possible he loss 3 alarms". Additional information states the iab catheter was removed and replaced. It is unknown the site of the second iab catheter inserted. The customer reports no patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with no relevant findings. The potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
It was reported " possible he loss 3 alarms". Additional information states the iab catheter was removed and replaced. It is unknown the site of the second iab catheter inserted. The customer reports no patient injury or consequence. The patient's current condition is reported as "fine".